Manufacturer narrative:
The product is unable to be returned or verified as the distributor replied that they cannot collect the tip and log data as the clinic is not their customer. No further information can be obtained. According to thermage cpt system technical user¿s manual and thermage flx system user manual, burns are a known possible side effect of treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is required.

Event description:
A patient reported to a distributor that the skin around the eyes was burned during an unknown thermage treatment. The patient states she suffered a large area of burns on her right eye, which continues today. Upon further review/verification of this case, the institution provided by the user is wuhan wuzhou laimei plastic surgery hospital. The hospital has not rented out the equipment. Xinghe is not the distributor''s customer, and the institution is not accredited. The equipment and tip cannot be guaranteed to be genuine, and the distributor is unable to collect adverse event clinical information. No further information can be obtained.